Event description:
The customer stated she was hospitalized for high blood glucose levels. Troubleshooting was performed and the insulin pump passed the required tests. The customer also stated she was hospitalized for high blood glucose levels two weeks prior. The blood glucose leveles were not reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.